Event description:
Customer reported a past low blood glucose event, with the lowest level recorded at 52 mg/dl. Cause was not known. The customer consumed carbohydrates and glucose powder to address the low blood glucose. Technical support recommended consulting a healthcare professional to discuss factors affecting blood glucose levels, and the customer acknowledged and understood the advice.